Manufacturer narrative:
Block b3: exact date unknown, event occurred in several months ago.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge and was taking longer to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by the medical facility and was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in several months ago.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to charging issue. It was also noted that new reprogram was not helping enough. The patient was doing well postoperatively. The explanted product was disposed by the medical facility.